Event description:
Ceea stapling device: surgeon's visual exam of resecting colon specimen did not reveal uniform circular cutting of colon tissue (anastomic rings or doughnuts). Subsequent problem with multi fire gia jammed and unable to remove spent reload. Happened with 2 devices. Pt recovered without complication.